Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a vibration anomaly. The customer¿s blood glucose level was 82 mg/dl and 77 mg/dl. The customer was treated with juice for low blood glucose. The customer had symptoms such as nausea. It was reported that the insulin pump was suspended set at 85 mg/dl, but they didn't receive any alarm. The customer was declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.